Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2013, due to her ipg reached end of life and the patient programmer showed a low ipg battery warning. X-rays did not reveal any lead migration and diagnostic testing did not reveal any abnormalities. Follow-up information indicated the patient reports effective stimulation coverage postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.